Event description:
A report was received that the patients stimulation was not in the desired areas as a result of lead migration which confirmed via xray. The patient underwent a revision procedure wherein the lead was repositioned. The patient was reportedly doing well postoperatively.